Manufacturer narrative:
Additional: d9. Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 171313 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 171313 and device part number 195-430h / lot 168948. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.001%. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.001%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with two binaxnow covid-19 antigen self tests performed on (B)(6) 2022 on a nasal sample swab. The first test generated a positive result. The repeat test generated a negative result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.